Event description:
A customer reported that during a glaucoma filtration device implant procedure, the corner of the plate went through the patient's conjuntiva. A part of the device was exposed. The procedure was then converted to a trabeculectomy and the procedure was completed. The patient has a thinner than average conjunctiva. Additional information was requested.

Manufacturer narrative:
Evaluation summary: no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Additional information has been requested. (B)(4).